Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an aortobiiliac endoprosthesis with two branched hypogastric modules interventional procedure. The sutures of two prostyles were pre-placed. Reportedly, there was an issue with the foot of one of the prostyle devices when performing step 4 (lowering the lever to close the foot) and the device became stuck. Cut down surgery was performed to remove the device and to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.